Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead is showing out of range shock lead impedance measurements. The lead was explanted and replaced. No adverse patient effects were reported.